Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure on (B)(6) 2017 and mesh was implanted. Following the procedure, the patient experienced sharp pain in lower pelvis, abdominal pain, pain on the groin that feels like a broken pelvis, bleeding, general feeling unwell after implant. The patient reported chronic pain started after 8 months until now, need to open bowels in middle of night, sharp pain on vagina wall and high blood pressure. The patient underwent scans, ultrasounds, regular visits to the doctor/hospital and visit to specialists urogynecology and panadol 3d/4d ultrasound. The patient is taking medications, lyrica 150 mg and coveram 10/5 for blood pressure. The patient is looking for a full removal of the mesh. No additional information was available.